Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2005; 5076-52, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a few times an hour they feel a buzzing under their defibrillator. The physician's office was contacted, but the patient had not been seen or had a remote monitoring transmission for over 11 months. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.